Event description:
It was reported that balloon rupture occurred. The 99% target stenosed lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different balloon. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).